Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection on the device did not reveal any defects associated with the reported condition. The device was functionally tested by priming and checking for backflow. The device primed and flowed normally. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow from a continu-flo solution set into a solution bag during infusion. According to the report, the infusion, using the primary set and a pump ¿set at lr 100¿, was running with no noticeable issues. The primary bag was then moved lower than the primary bag for an administration of antibiotics from a secondary bag. The secondary set (baxter clearlink system secondary medication set) was primed by filling its drip chamber, purging the air, and closing the clamp. The secondary set was then attached to the primary set while the clamp remained closed. The settings on the pump were adjusted, and the secondary set¿s clamp was opened. The nurse then noticed that the fluid was flowing very quickly in the secondary set, the drip chamber of the primary set began to bubble, and the bubbles went back into the solution bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.